Manufacturer narrative:
(B)(4). Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, the physician requested to have the data review. Technical services reviewed the data and confirmed there were stored episodes of artifacts on right ventricular (rv) sensing channel. There were no unappropriated therapy delivered. Rv lead replacement was recommended. Additional information was received, stating that the device was capped and a new lead was successfully implanted. There were no patient complications or adverse effects reported.